Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Two days after event onset, the patient was hospitalized for the peritonitis. The patient was treated with vancomycin injection (dose, route, frequency and duration not reported) and fortum (dose, route, frequency and duration not reported) for peritonitis. The patient was discharged from the hospital "three to four days" after admission. At the time of this report, the patient was recovered from the event. Action with pd therapy was not reported. No additional information was available at the time of this report.

Manufacturer narrative:
Upon follow-up, it was reported that the antibiotic treatment course was completed. Should additional relevant information become available, a supplemental report will be submitted.